Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found top cover, feet, chassis, front panel, and rear panel needed to be replaced. Locking mechanism was bad. The programmable in-put connector (pip) was not working. The inside of the unit was covered with corrosion. The video socket was covered with dust. The front panel had deep scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image when any scope is connected using a pigtail. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a defective patient board/patient substrate set. Olympus will continue to monitor field performance for this device.